Event description:
It was reported that spikes in impedance, which occurred on different days, were noted on all channels of the related device. The reported value for shock lead impedance was high and out of range at 132 ohms. The patient was later found to have expired. A copy of device memory was preserved and submitted for analysis. Technical services review of device data noted a day where no r-waves were reported and some oversensing of the respiratory rate trend was also observed with no reported impact on critical therapy. No episodes of an arrhythmia which would require therapy delivery were found on or near the patient's date of death and no allegations were made against the lead in regard to the patient's passing.